Event description:
A medtronic representative reported that a site alleged an inaccuracy that occured while in a spine procedure. No specific measurement was provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not available from site at time of this report. Medtronic representative following-up reported the surgeon took a second spin halfway through the procedure. No more details were provided. No patient logs/exams/files were returned to manufacturer for evaluation. No files/exams returned to manufacturer.